Event description:
It was reported that during an outpatient procedure an esophageal stent was placed for treatment in 2002. The stent deployment procedure went very well. After the procedure, a diagnostic check with contrast was performed and some leaking of contrast could be seen. It was noticed that a proximal prong of the stent perforated the esophageal wall. The patient was admitted to the hospital for observation. The perforation healed by itself; the patient did not receive any additional treatment. After 2 days, the patient was released from the hospital and went home. It was reported that the stent placement and function are fine. The stent remains in the patient. Since the device remains in the patient, co is unable to perform a product analysis. A lot history review showed that there were no other complaints reported against this lot number. Company is unable to determine the relationship between this device and the reported event.